Event description:
The nurse reported that the bedside monitor (bsm) is unable to obtain a proper nibp reading while in patient use. The nurse reported that the bsm was continually over and under inflating the nibp cuff, which caused patient discomfort and was stopped and removed. No patient harm was reported. Nihon kohden technician asked the customer if they attempted to restart the bsm, swap out the nibp cable and cuff for a new set and the nurse informed the nk technician that they tried this, but the issue remained. Nk technician advised the customer that the unit may need to be swapped out with a properly functioning device in order to resolve the reported issue. Further information has been received from the nurse to date stating that their biomedical engineer claims there was nothing wrong with the device and that it will not be returned to nihon khoden. This is being reported conservatively.

Manufacturer narrative:
The nurse reported that the bedside monitor (bsm) is unable to obtain a proper nibp reading while in patient use. The nurse reported that the bsm was continually over and under inflating the nibp cuff, which caused patient discomfort and was stopped and removed. No patient harm was reported. Nihon kohden technician asked the customer if they attempted to restart the bsm, swap out the nibp cable and cuff for a new set and the nurse informed the nk technician that they tried this, but the issue remained. Nk technician advised the customer that the unit may need to be swapped out with a properly functioning device in order to resolve the reported issue. Further information has been received from the nurse to date stating that their biomedical engineer claims there was nothing wrong with the device and that it will not be returned to nihon khoden. This is being reported conservatively.